Manufacturer narrative:
(B) (4). The ge service rep replaced the switch. The system operates as intended.

Event description:
The customer reported that the x-ray switch on dock house became stuck. No pt injury was reported.